Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted for an unknown reason. Additional information was requested but no new information has been provided.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found a large piece of the lens optic, one haptic and most of a second haptic were cut or torn off and were not returned. The remaining piece of optic has two haptics attached and a small piece of a third haptic attached. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the limited information received a definitive root cause could not be determined.